Event description:
Patient presented to the physician with a seroma at the chest incision site. Physician drained the chest pocket and prescribed antibiotics. Patient returned to the physician for a follow-up appointment where improvement was noted.